Event description:
It was reported that the patient had recent damage to both power cables that connected the batteries to their system controller. There were no alarms seen regarding connectivity and the cables were reinforced with rescue tape until the controller could be exchanged. The black power cable had damage to the outer sheath, and the white power cable had damage through the sheath that reached some internal components. The log files were submitted for review. The event log files contained clusters of pulsatility index (pi) events as well as routine power source changes. No unusual controller alarms were seen in the log. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.